Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-vh describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the independent laboratory culture testing, device evaluation and manufacturing date (refer to h4 and h10). The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of unspecified gram positive bacteria. The device underwent reprocessing again and was retested. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated by olympus. The device was leaking at the bending section cover, there was a broken charged coupled device lens, the distal end was burned, the cable tube unit and universal cord were buckled, and the scope and plug unit connectors were cracked. The investigation is still ongoing. This report will be supplemented when additional information becomes available.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for microbial culture testing, however, the results are still pending. The device will then undergo a physical evaluation. Although requested, the customer provided limited information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. The scope was stored in a simple cabinet that did not have a drying function. The customer does not use automated endoscope reprocessor for scope cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for an one (1) colony forming units (cfus) of staphylococcus hominis on (B)(6) 2022. In an earlier sampling on (B)(6) 2022, the device tested positive for one (1) cfu of metabacillus sp and one (1) cfu of penicillium sp. The issue was found during a routine culture of the scope. Sampling took place at reprocessing, before use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.